Event description:
During pt use, all of sudden a 'backup battery failure' alarm occurred. The pt was used ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, pt info was not provided.